Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused adeath or serious injury.

Event description:
The reporter alleged that during a surgical procedure on (B)(6) 2026, there was a unrecoverable alarm. The procedure was converted to a laparoscopic procedure. The reporter confimed no impact on the patient, and no significant delay in the procedure. No further information is available at this time. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injuries.